Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to perforation. Additional information was obtained indicating that perforation was confirmed through cardiac imaging. The clinical observation was the patient complained of chest pain. A new lead was replaced. No additional adverse patient effects were reported.